Manufacturer narrative:
(B)(6). This is a report of a use error where the customer did not make a secure fit between the solution bags and supply lines. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The supply lines were not well fixed (closed) to the solution bags so air could enter. After the connections were closed properly everything was fine. There was no patient injury or medical intervention associated with this event. No additional information is available.